Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation could be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: serial number: 404770, h4: correction: device manufacture date: updated.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a no disposable pump wont run alarm. Pump settings were reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Patient not affected. No patient injury reported.